Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a renal artery angioplasty interventional procedure using a 6f sheath. Reportedly, after depressing the plunger and pulling it back, the needles broke, and the suture threads were missing [cuff miss]. The device was replaced with a new prostyle device, however, the same failure occurred. A non-abbott device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.na

Manufacturer narrative:
Analysis was performed on the returned device and the reported suture retrieval issue was observed as a cuff miss. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code 1069 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: return device analysis of both devices did not confirm the broken needles. Follow-up with the account confirmed that the initial information was reported incorrectly. The correct information is that when the plunger was removed, the suture was not present, a cuff miss occurred with both devices. The needles were not broken. No additional information was provided.